Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. It was also stated that the pocket site was tender to touch due to weight loss. The patient underwent an ipg replacement procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.